Event description:
Information was received a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the implantable neurological stimulator recharger (insr) displayed an "insr charge is low" message. The insr was plugged into an ac power source but would not charge. The light on the ac power source was on and the connector pin was not broken. The patient also reported she had a return of dbs symptoms and did not seem to be as good as she usually was. The issues started occurring about 6 days prior to the notification date. Additional information was received from a patient. It was reported that the implantable neurological stimulator recharger (insr) died and the patient's tremor was really bad on 2016-(B)(6). The patient did not think there was anything wrong with the insr as the reason she could not charge was because she was in a nursing home and couldn't reach a wall outlet. Additional information has been requested regarding the cause, intervention, and outcome of the sudden worsening of symptoms, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Information was received a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the implantable neurological stimulator recharger (insr) displayed an "insr charge is low" message. The insr was plugged into an ac power source but would not charge. The light on the ac power source was on and the connector pin was not broken. The patient also reported she had a return of dbs symptoms and did not seem to be as good as she usually was. The issues started occurring about 6 days prior to the notification date. Additional information has been requested regarding the interventions and outcome, but it was not available at the time of this report. If additional information is received, the event will be updated. Additional information was received from a patient. It was reported that the implantable neurological stimulator recharger (insr) died and the patient's tremor was really bad on (B)(6) 2016. The patient did not think there was anything wrong with the insr as the reason she could not charge was because she was in a nursing home and couldn't reach a wall outlet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.